Event description:
Boston scientific received information that during a routine device change out procedure it was noted that this device header broke off as the physician was removing the device from the patient's pocket with a clamp tool. Since the physician made a very small incision to remove the device, the tool was needed to aid in explant. The device was explanted and successfully replaced and the leads were reused in the new device. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that the indifferent electrode terminal was detached from the device header, and the feed through wires were stretched. There were deep tool marks and scratches found on the header near the indifferent terminal. On the back of the device there were tool marks and dents noted. The remainder of the header was found to be secure on the case, with medical adhesive noted on the surface of the indifferent terminal, and parts of that were torn away. Analysis showed that at elective replacement time (ert) and explant the device met all longevity expectations and this damage was determined to be procedurally induced.